Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.3, lab: 7.7; date: (B)(6)2010, inratio: 1.3, coumadin: dose increased; date: (B)(6)2010, inratio: 1.3, coumadin: dose increased; date: (B)(6)2010, inratio: 2.8; date: (B)(6)2010, inratio: 1.6, coumadin: dose increased. Lab draw was performed within two hours of meter testing. Previous to (B)(6)2010 pt tested around the 1.8 - 2.2 range. Customer reports pt had bleeding in the eye and hematoma sometime between (B)(6)2010 and (B)(6)2010.